Event description:
It was reported to boston scientific corporation in 2008 that a speedband superview super 7 band ligator was used during a hemorrhoid banding procedure performed about two days prior (female pt; age and weight are unknown). According to the complainant, "the physician banded the hemorrhoid and then within eight hours, the five bands slipped off. The physician "treated the pt with a second speedband superview super 7 band ligator device. No further pt complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been discarded. A device eval cannot be performed; therefore, the cause of the reported malfunction is undetermined.